Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was low draws. The following information was provided by the initial reporter: customer reports that during a conversation with the nurse while getting his blood drawn, she mentioned that from time to time 367986 has been having low draws. Customer did not have a low blood draw himself.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary catalog number: 367986; batch number: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was low draws. The following information was provided by the initial reporter: customer reports that during a conversation with the nurse while getting his blood drawn, she mentioned that from time to time 367986 has been having low draws. Customer did not have a low blood draw himself.